Event description:
Device issue: none. Adverse event (ae): death. Onset of ae: post procedure. It was reported via trial that approx 4 years post implantation of 3 xience v stents, 2 in the mid left anterior descending (lad) artery and one in the 1st obtuse marginal artery, on (B)(6)2009, the pt experienced a hemorrhagic stroke. The pt improved, but the condition was listed as continuing. On (B)(6)2010, the pt died of unspecified causes. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported pt effect of death is listed in the product's instruction for use. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.